Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B)(4), 2010, for investigation. Visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were inside the loader, under the window. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. The hosp reported that the unit "didn't activate properly" but upon receipt of the device, the complaint was confirmed as "did not load properly". Based upon the visual analysis, the reported complaint was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the "unit didn't activate properly". No further info was available regarding pt effects or how the case was completed at the time of the report, since the procedure was still in-progress. The product was returned. Upon receipt of the product, it was observed that the reported complaint was for a loading issue.